Manufacturer narrative:
(B)(4). Concomitant products: unknown zimmer 50 cup, unknown 32+0 head, unknown 32 liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01542, 0001822565 - 2022 - 01544.

Event description:
It was patient underwent initial hip arthroplasty. Subsequently, the patient has been indicated for revision due to possible metallosis, osteolysis, and hamstrung tear; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a4; a5; b3; b5; d6; h6 corrected: d1.

Event description:
It was reported patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately 7 years post implantation. MRI/CT scan reports loosening, metallosis, osteolysis, hamstring tendinosis with partial tear. Patient report pain and elevated labs. The head, cup, and liner were removed and replaced. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information or product is available, we are unable to provide further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified patient underwent primary procedure with no complications noted. Subsequently, patient has severe degenerative joint disease of the right hip and the MRI showed particle disease (likely metallosis), osteolytis, hamstrung tear. The patient notes made progress in therapy with increased rom, flexibility, strength, function, and improved gait. 2 CT right lower extremity w/o contrast for bone loss on x-ray, elevated labs, and pain; impression, small region of loss of cortical bone lateral to the mid aspect of femoral stem, bony resorption around the femoral stem to necessarily suggest loosening or particle disease. Cystic change in bone stock of acetabulum. Thick-walled fluid collection from subtrochanteric femur to medial pelvic sidewall with multiple areas of osteolysis, moderate hamstring tendinosis with partial tear, severe thinning and scarring of the gluteus medius and minimus bilaterally due to postsurgical changes and chronic tendinosis/tearing. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.